Event description:
Procedure: pelvic organ prolapse. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability, and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).